Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the drawer was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that half height (hh) main 4.1 and 4.2 drawers were not detected on bus. A field service engineer removed the back panel and discovered that the bus wire for drawer 6 was disconnected. All bus wire connections on the device were reseated, and the device was rebooted. Drawer was detected, except for row b on hh drawer 4.1. Diagnostics were used to eject all cubie pockets and reseat all row tray connections. After another reboot, all drawers were successfully detected on the bus. The customer was able to inventory both hh drawers 4.1 and 4.2 without any issues. A full inspection of all bus wire connections was performed, with no cut marks found. All connections were reseated again, and a final reboot confirmed that all controller board lights were properly lit. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the drawer was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.